Event description:
A caller reported a malfunction with a pump, specifically mentioning a malfunction on the tandem source with the displayed code malf 12. The caller declined to answer whether the issue caused a blood glucose level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the caller successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if any further issues arose.